Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alternating high and low glucose due to missed meal announcements, leading the ilet system to deliver insulin for unannounced carbohydrate intake and subsequent overcorrection, followed by user overtreatment of lows. Symptoms included episodes of low glucose and high glucose. Outcomes included user education on proper low treatment and consistent meal announcing, with referral for clinical support regarding target settings. Investigation included a review of use patterns and technique through troubleshooting and education. Investigation of this case revealed use-related issues related to missed meal announcements and low treatment that contributed to glycemic variability; the device functioned as designed when provided with incomplete input. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.